Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrium (ra) lead was not able to be successfully implanted due to helix didn't fully extended; it also exhibited noise so fracture was suspected. The lead was then successfully replace. Reasonable evidence suggest that this lead exhibited a malfunction leading to surgical intervention. No adverse patient effects were reported.